Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70 , (B)(4), description: linear st lead, 70cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was getting shocking sensation from the device. The patient underwent an explant procedure. The physician did not suspect device malfunction.

Manufacturer narrative:
Additional information was received that the shocking sensation was at the paddle placement and the patient was experiencing discomfort as a symptom.

Event description:
A report was received that the patient was getting shocking sensation from the device. The patient underwent an explant procedure. The physician did not suspect device malfunction.